Manufacturer narrative:
(B)(4): analysis of the neurostimulator model 3058, serial (B)(4) found that the setscrew had been backed out too far. (B)(4).

Event description:
It was reported that during an implant procedure the lead stuck in the header block and would not advance. The neurostimulator was not implanted and had to be replaced because they were not able to advance the lead. There was no patient injury, and it was reported that the patient recovered without sequela.